Event description:
An atrial septal defect (asd) had a measurement of 11mm per ice imaging and 16mm with a sizing balloon using the stop flow technique. It was noted to be floppy and aneurysmal with a bystander pfo. A 16mm amplatzer septal occluder (aso) was implanted. Shortly after implant the aso embolized to the patient's pulmonary artery. The device was snared and removed with a 25mm gooseneck snare. The procedure was aborted without closing the defect and the patient was sent for a surgical consult. The patient was not injured and reported to be doing fine.

Manufacturer narrative:
The 16 mm amplatzer septal occluder was received at sjm along with the snare system used to capture the device and both components were decontaminated. The occluder was grossly and microscopically examined and no anomalies were found. It met dimensional specifications when measured with a calibrated caliper. The device was loaded into a test 7f loader, deployed, and retracted without difficulty or deformation. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the embolization postoperatively remains unknown.